Event description:
Contact reported a patient reaction 8 months post-operation. The surgeon performed a revision and removed the implant. Due to the revision being performed the company is filing 3500a.